Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 489 mg/dl. During troubleshooting, the customer was unable to get insulin to exit the tubing until she performed a set change. The customer then reported that insulin exited without an alarm. The customer was advised that the infusion sets and reservoirs would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.